Event description:
During a ptca treatment procedure, balloon 'ruptured' during advancement to the lesion. The lesion being treated was very calcified. The balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.' No additional information is available regarding this event.